Event description:
Customer reported the alarm does not sound when weight is removed from the sensor. Although the issue was discovered during set up, the exact date of the event is unknown. There was no patient incident or injury reported.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: this submission is based solely on the user facility's reported issue.